Event description:
Procedure: gastrectomy. According to the reporter: a leak was found by a leak test after the anastomosis. The procedure was converted to an open surgery and malformed staples were found. Additional manual suturing was done.

Manufacturer narrative:
(B)(4).